Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device exhibited a disconnection below the port. There was patient involvement, no injury was reported.

Manufacturer narrative:
H6: code were updated. One device was returned for investigation. An occlusion alarm was confirmed, with no flow detected between the pump and the patient. Dimensional analysis showed that both the male and female luer connections met manufacturing specifications. Although the reported issue of tubing disconnection below the port could not be verified, an occlusion was observed at the filter inlet of the extension set. Probable cause, excess solvent during assembly. No physical damage or other anomalies were found during the inspection. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.